Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on nozzle and the light guide cover adhesive peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for foreign material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable/preventable by handling the product in accordance with the following IFU. Jf-260v IFU: operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.